Manufacturer narrative:
Ge healthcareâ's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that a nicu nurse was interacting with the patient on the west side of the bed with the canopy closed using the bed as an incubator. The patient startled and rolled out the east side of the bed after the bedside rail abruptly dropped. The patient sustained a left side skull fracture with subdural hematoma. A cat scan and neurology consult were performed with no additional interventions necessary. No growth milestones have been missed.

Manufacturer narrative:
After the event, hospital personnel inspected the unit and found it was performing as designed. No problems were found with the side panels, portholes, and latches. There were no broken latches or cracks in the panels. The hospital placed the bed back into use. An on-site visit by a ge healthcare engineer confirmed the unit was performing as designed with no problems being identified. Ge healthcare product engineering performed an investigation of this event. The investigation included a design and engineering assessment, a labeling review, manufacturing review, service record review, and a post market analysis. Two probable root causes were identified. 1) user error. 2) design controls (lack of explicit warning stating bedside panel can stay up without being latched). To address root cause 1 and 2, corrective action (fmi 32070) has been taken to add additional labeling to the product, posters for clinical areas, and updated user manual addendum warning users that the bed panel can stay upright without being latched. To address root cause 2, a review of the risk and mitigation documentation is being performed to confirm that all new risks and causes from the usability study have been updated and released in the current documentation.